Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin buttons were sticky and less responsive. Customer¿s blood glucose was unknown at the time of incident. Insulin pump rejecting new batteries. Insulin pump had no delivery alarms. Customer stated that the screen was scratched and difficult to read. Insulin was squirting out during priming. Customer stated that the insulin pump was grinding during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify failed battery test battery out limit alarm, missing segment/partial display, no excessive no delivery/occlusion and un response button due to blank display. However, keypad flattened button dome switch (creased) was found on up and down. Device received with minor scratched lcd window. (B)(4).